Event description:
Account reports three incidents in which during injection of cardiolyte, the injection site "exploded". Rptr stated the product has a "white" shrink band. A 3cc syringe with a 23 gauge needle utilized. Pt and tech exposed, room shut down for the day.